Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-19186. It was reported that the patient presented remotely. Review of the transmission revealed episodes of automatic mode switch where there was noise on both the atrial and ventricular leads, which appeared to be lead noise rather than electromagnetic interference. The patient did not report any symptoms.